Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A doctor reported "the suction was bad" while using the cutter during a procedure. The case was completed with no harm to the patient. No additional information is expected.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the vitrectomy valve assembly was replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on february 23, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).